Event description:
During primary bilateral knee surgery, the bone cement would not adhere to femoral components, but would adhere to the bone. Same type cement was mixed and used successfully to recement both knees; this caused a lengthy surgical delay.